Event description:
Boston scientific received information, that the shock impedance measurements were high and out of range when it comes to this device. The lead was a competitor lead. Technical support was requested. No adverse patient effects were reported. Boston scientific technical services (ts) noted, that based on the data provide the shock lead could be compromised. A lead revision was discussed. Noise was also noted, on the electrocardiogram. Which was non physiologic. Also sensing was noted, to have change from time to time. It was noted, that based on these points, shock lead would be compromised and shock therapy may be compromised, due to the lead problem. Physician: dr. (B)(6). Implant date: (B)(6) 2015. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).